Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent heart transplantation. The patient was transplanted for therapy-related reasons. They had worsening heart failure symptoms even on inotropic support.

Manufacturer narrative:
Main investigation conclusion: a specific cause for the reported heart failure symptoms and subsequent heart transplant could not be conclusively determined. Evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues. (B)(6) was returned with the pump cable severed approximately 8¿ from the pump housing, and the distal portion and modular cable were not returned. The sealed outflow graft (ofg) was returned attached to the pump cover outlet port, without the outflow graft clip. The outflow graft bend relief was returned attached to the graft attachment. The apical cuff was returned with the cuff lock fully engaged. Examination of pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The current heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 28jun2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the patient was transplanted due to right heart failure. The left ventricular assist device (lvad) operated as expected.